Event description:
It was reported to minimed that the customer experienced hyperglycemia. The customer also reported a blank display on the insulin pump and it was not turning on, received low battery and replace battery now alarms with the short battery life of the insulin pump. Blood glucose value at the time of event was 504 mg/dl. The customer experienced symptoms of feeling sick or unwell, nausea and vomiting during the event. The customer visited the emergency room and was hospitalized for less than 24 hours and was treated with a manual injection. The event involved product(s) mmt-7040a, mmt-431aj, mmt-1884. Troubleshooting was performed for high blood glucose event and the customer was advised to consider changing insulin, reservoir and infusion set. The customer was using the insulin pump system within 48 hours of reported event. The customer was not using the auto mode/smart guard feature at the time of the event. Troubleshooting was performed for the blank display, the display did not return after inserting a new battery. Troubleshooting was performed for short battery life. Troubleshooting was partially performed for replace battery now alarm as the customer declined further troubleshooting, however, the new battery did not resolve the issue. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-431aj. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.